Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their display screen was blank when they attempted to power it on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the pump was powered up and the display screen was observed to be clear and legible. A call service alarm 054-0000 was observed in the history. The initial complaint of a blank screen could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.